Event description:
It was reported that the right ventricular (rv) lead exhibited sensing integrity counter (sic), noise, was not sensing and there was a lead warning for low impedance. It was also noted that the implantable pulse generator (ipg) had reached premature battery depletion. The lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.